Event description:
Boston scientific received information in (B)(6) 2008 that this local sales representative contacted technical services to report that this implantable cardioverter defibrillator (ICD) device is exhibiting noise on the rv pace/sense and shock channel. Patient was admitted into the hospital for a respiratory issue. The patient had not received any inappropriate shock, but has had 4 divert-reconfirm episodes since (B)(6). The local sales representative suspected lead reversal in the header. Technical services reviewed the electrogram and identified noise on the rv pace/sense and shock channel. Boston scientific's technical services recommended that an invasive procedure should be considered. The terminal pin-pg connection should be checked. Boston scientific crm received information that this patient was presented to the ep lab. The pocket was opened and visual inspection found that the hv leads were physically reversed in the header. The hv terminal pins were removed and re-inserted into the proper port. The issue was resolved. Subsequently, boston scientific received information from an implant form that this device was electively explanted in (B)(6) 2011 due to normal battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.